Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a1, a2, a3a, a4, b3, b5, b6, b7, and h6 (health effect clinical code & health effect impact code). The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the forensic memory log. However, the device was put through extensive testing including o2 leak filter checks without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat an 82-year-old female patient, the device displayed "compressor fault - 2001" and "compressor fault - 3001" error messages. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "compressor fault - 2001" and "compressor fault - 3001" error messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.